Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event date is an approximation. It was reported by eli lilly and company, along with an accompanying medwatch report (us202509001286), that the patient experienced inaccurate cgm values. On (B)(6) 2025, the patient reported feeling hungry and visited a subway restaurant, where she consumed a sandwich and a drink. Shortly afterward, she began experiencing symptoms of hypoglycemia, including sweating. At that time, her cgm displayed a reading of 67 mg/dl, while her bg meter showed a low level of 29 mg/dl. The patient¿s cousin contacted emergency medical services (ems), and she was transported to the emergency room (ER). Upon arrival, the cgm reading had increased slightly to 55 mg/dl, while the bg meter reading had dropped further to 25 mg/dl. The patient was treated with intravenous (IV) fluids and subsequently discharged home later the same day with a bg meter reading of 120 mg/dl. At the time of this report, the patient had fully recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid when she began experiencing symptoms of hypoglycemia. The reported glucose values fall within the b zone of the parkes error grid when she was transported to the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Medwatch report (us202509001286) diabetes mellitus is a known cause of hypoglycemia.